Event description:
It was reported that during a left lobe wedge resection procedure the surgeon fired the 1st firing with a green reload across the of the lung parenchyma. When the surgeon observed, the staple line it had cut but only stapled ¼ of the staple line in the proximal portion and no staples in the distal end. The patient lost 700-800 cc¿s of blood, the surgeon over sewed the staple line to stop the bleeding. No additional pressure was needed for the firing, the handles and triggers returned properly, they removed the device with no issues. They then used another like device to complete the procedure. The patient is reported to be stable at this time and no blood products were known to be given.

Manufacturer narrative:
(B)(4).